Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that the insulin pump had a critical pump error alarm after exposure to moisture. The customer¿s blood glucose was 138 mg/dl at the time of incident. Customer stated that the insulin pump had a critical pump error displayed on the screen and no other alarms was reported. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump will return for analysis.

Manufacturer narrative:
Device received with a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage also found on the motor assembly and force sensor during visual inspection. No moisture damage found on the keypad assembly.